Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63 (variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.